Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Perforation is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of ileus. The patient was diagnosed with colon cancer, and the stent was being implanted within a lesion in the descending colon. The lesion was reported to be approximately 4 cm in length. The patient's anatomy was not severely tortuous. On (B)(6) 2013, an ileus tube was implanted within the patient due to obstructive symptoms caused by colon cancer. On (B)(6) 2013, the ileus tube was removed, and two clips were deployed to mark the lesion. A guidewire was then advanced through the target anatomy and a contrast study was performed using a tandem cannula. A wallflex enteral colonic stent was subsequently implanted in place of the ileus tube. No complications were reported. On (B)(6) 2013, a CT scan was performed and a small amount of free air was detected within the abdominal cavity. In the physician's assessment, a perforation had occurred as a result of the stent placement. No medical intervention was performed to treat the perforation. However, a conservative therapy approach was taken and the patient was required to fast. A few days later, the physician reported that the patient's condition had improved and she was allowed to ingest fluids. Subsequently, the patient was discharged from the hospital and will continue her treatment at home. It was reported that the patient was hospitalized a few days after she was discharged to undergo a colon cancer excision on (B)(6) 2013. According to the complainant, the patient had originally planned for an operation after the stent was implanted. Additional information received on (B)(4) 2013 in the physician's assessment, a perforation had occurred as a result of the stent placement. The perforation was located near the stent. However, according to a different physician, there was no relationship between the perforation and the stent.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of ileus. The patient was diagnosed with colon cancer, and the stent was being implanted within a lesion in the descending colon. The lesion was reported to be approximately 4 cm in length. The patient's anatomy was not severely tortuous. On (B)(6) 2013, an ileus tube was implanted within the patient due to obstructive symptoms caused by colon cancer. On (B)(6) 2013, the ileus tube was removed, and two clips were deployed to mark the lesion. A guidewire was then advanced through the target anatomy and a contrast study was performed using a tandem cannula. A wallflex enteral colonic stent was subsequently implanted in place of the ileus tube. No complications were reported. On (B)(6) 2013, a CT scan was performed and a small amount of free air was detected within the abdominal cavity. In the physician's assessment, a perforation had occurred as a result of the stent placement. No medical intervention was performed to treat the perforation. However, a conservative therapy approach was taken and the patient was required to fast. A few days later, the physician reported that the patient's condition had improved and she was allowed to ingest fluids. Subsequently, the patient was discharged from the hospital and will continue her treatment at home. It was reported that the patient was hospitalized a few days after she was discharged to undergo a colon cancer excision on (B)(6) 2013. According to the complainant, the patient had originally planned for an operation after the stent was implanted.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.